Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, lot# n151801, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported thru the device manufacture representative that approximately one week after implant replacement the patient represented with dermal irritation around the wound sites and ¿sickness.¿ after the patient was admitted, a diagnosis of meningitis was determined. The patient was treated for meningitis and the hcp elected to remove all implanted product on (B)(6) 2015, during an inpatient procedure. It was noted that no diagnostics or troubleshooting were performed and the patient was ¿alive with injury.¿ it was later reported by the hcp that the meningitis had resolved. The indication for use was non-malignant pain. The type of medication being delivered via the device system was morphine (concentration, dose and lot number unknown). If additional information becomes available, a follow-up report will be submitted.